Event description:
Implant loss. The implantation date was only given by the customer with the year 2008. The explantation date was only given by the customer with the year 2017. 14-11-2023- all missing data was not provided by the customer. These will be requested and requested again in a new collective e-mail as well as the goods as soon as all missing cases have been recorded. Late lebanon. Decision about nc or CAPA is pending¿.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR submission is a late submission. A CAPA has been issued.